Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. Ni/ni/ni - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained."

Event description:
The following was alleged by the patient's attorney: (B)(6) 2010 - the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch. Ni/ni/ni - the patient had unspecified injuries. As alleged, the patient is making a claim for an adverse patient outcome against the composix kugel hernia patch. As reported, the patient's attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained." Addendum per additional information provided: (B)(6) 2010 - patient was diagnosed with incisional hernia (x4) thereby underwent laparoscopic repair with implant of composix kugel mesh (device #1). Per operative notes, ¿the hernias were identified, there was omental fat within these which were reduced. A composix kugel mesh (device #1) was advanced into peritoneal cavity placed at the level of umbilicus and tacked to cover all anterior abdominal hernias.¿ (B)(6) 2016 - patient was diagnosed with anterior abdominal wall infection and enterocutaneous fistula thereby underwent repair with removal of mesh (device #1). Per operative notes, ¿there was a wound draining serous to bilious looking fluid just above the umbilicus and a large portion of mesh (device #1) seen involved in infection. The small intestine was adhesed to mesh specifically 2 portions of jejunum had fistulized to mesh with open intestine and succuss leaking out. After most of the mesh and tacks were removed some of it was left as there was significant adhesion of colon and were not infected. Piece of intestine was removed, and anastomosis was created with suture.¿ (B)(6) 2017 - patient was diagnosed with recurrent ventral hernia thereby underwent laparoscopic repair with implant of ventralight st mesh (device #2). Per operative notes, ¿cleared a small shallow ventral hernia and a ventralight st (device #2) mesh was tacked to abdominal wall covering the defect.¿ (B)(6) 2023 to (B)(6) 2024 - patient had multiple visits for infected abdominal mesh, purulent drainage, non-healing wound care, site drainage, had small piece of mesh removed (device #2) on (B)(6) 2023 and complaints of ¿mesh migrating through skin¿. Attorney alleges that the patient had adhesions, bowel perforation, bowel removal, fistulae, infection, mesh migration, hernia recurrence, pain and emotional injuries. Also alleged that patient had wound vac, adynamic ileus and an additional surgery on (B)(6) 2017.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and the bard/davol device used to treat the patient. The patient's attorney did not allege any specific device failure and medical records have not been provided. A sample was not returned for further evaluation. No lot number was provided; therefore a review of the manufacturing records is not possible at this time. Based on the limited information provided by the patient's attorney, no conclusions can be made between the bard/davol device used to treat the patient and any problem with the device. Addendum: this supplemental emdr is submitted to document additional information provided: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 5 years 10 months post implant of composix kugel mesh, patient was diagnosed with bowel perforation, fistula, bacterial infection, hemorrhage, necrosis & adhesions thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list fistula, infection, adhesions as possible complications. In regard to infection, the warnings section in IFU states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection may require removal of the device." Note, the manufacturing date (15-feb-2009) is considered to be a best estimate. This supplemental emdr represents the mesh ¿ composix kugel (device #1). An additional emdr was submitted to represent ventralight st mesh (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.